Event description:
It was reported that on (B)(6) 2011, the patient was admitted to the hospital with a blood glucose level of 498 mg/dl, positive ketones, and experiencing the symptoms of nausea, vomiting and diarrhea. The patient also is taking steroids (prednisone) for renal insufficiency. Troubleshooting revealed there were air bubbles in the cannula, and the pump had been suspended for nine hours on (B)(6) 2011 through (B)(6) 2011, as the patient had forgotten to resume the pump after bathing. It was determined all pump settings, date/time and basal settings were correct. The patient's technique was incorrect in that there were air bubbles in the tubing and the pump had been suspended for several hours. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump and was hospitalized for treatment, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the pump passed the required 29 hour flow accuracy test and was found to be delivering within the specification. No insulin delivery was found. The pump information for the complaint date has been overwritten, unable to duplicate the complaint. Only typical alarms were observed in the alarms history; there are no eaws related to the complaint. Daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates. A force sensor calibration test showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specifications.